Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of left ventricular (lv) lead, it was noted that the lv lead had been dislodged which resulted in loss of capture. Lead dislodgement was caused due to patient falling in 2021. The lv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.